Event description:
CT abdomen / pelvis, pt arrived with IV started in rt ac 20g. I flushed the IV with injector, checked graph, and proceeded to inject contrast. Mid injection small hole in tubing system opened and contrast sprayed me in the back of the head. My initial reaction was to cover up the hole in the tubing to stop it, which it did not stop. Before I knew it, the injection part of the exam was over. Some contrast was able to get into the pt's system, as the pt said "he felt warmth in his rectal area." No injury or discomfort to the pt - had housekeeping clean up floor and disinfect area. Kept tubing equipment with packaging for documentation of faulty tubing. "Medrad stellant sterile disposable syringe" 1-60" t-connector and prime tube (tubing had a hole just below the connection on top near injector) lot #8546611.